Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 165 mg/dl at the time of the call. The customer stated that they had issues with their insulin pump before. The customer was assisted with performing a self test and the pump passed all test functions. The customer was advised to monitor the pump for any further issues. No further information was provided.